Manufacturer narrative:
Patient identifier not available from the site. Device manufacturing date is unavailable. RMA issued; replacement device shipped to site on 12/17/2015. Medtronic investigation of returned suspect device finds that the end cap has been broken off. Otherwise, the handle ratchet mechanism is functional and the handle accepts instruments without issue. The reported event was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure the cap of the ratcheting handle broke off while the surgeon was malleting on the handle. Another handle was used to continue the procedure and the surgeon completed the procedure with the use of the navigation system. There was no reported delay to the case due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4)